Event description:
It was reported that a customer experienced an issue with the touchscreen responsiveness of their pump, where the screen was frozen and did not respond to input. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support and was provided with complete pump reset information, after which they successfully reset the pump, restoring its functionality.